Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 2 years post-implant, the pt was admitted to the hospital and was on the high urgent transplant list due to a percutaneous lead infection. On (B)(6) 2012, the pump was not able to maintain the set speed and showed several speed drops. The pt was placed on inotropes and transferred to the operating room for a pump exchange. During the pump exchange, the surgeon noticed a fracture of the pump end bend relief.